Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual correction injection to address bg. Technical support provided guidance to uninstall and reinstall the mobile app, advising the customer to follow up if the battery depletion rate exceeded 35% per day, and the customer acknowledged these instructions.